Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "power light fails when mains power is applied" was confirmed during product evaluation. The root cause was determined to be a blown fuse. The ceramic fuse was replaced with a glass fuse to correct the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "mains power light fails when mains power is applied." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.